Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication orders for ivpb antibiotics were not crossing from the hospital emr to pyxis, preventing nursing staff from removing the medications from the device. The issue occurred with orders in which the fluid was listed first in the emr and the active medication was listed as secondary. No prior issues with these order types had been identified since pyxis implementation; however, two recent complaints were received from nursing regarding the same issue. There had been no changes made to the emr configuration. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.